Event description:
The reporter contacted animas on (B)(4) 2013 reporting a hospitalization for a blood glucose of 700 mg/dl with large ketones. The reporter stated that when the patient was found on the floor and there was no power to the pump at that time. The reporter and patient were unable to provide additional information on the sequence of events. The reporter confirmed that there was no damage to the battery compartment or cap. Troubleshooting was unable to determine the cause of the power loss. The reporter indicated that there were no further power interruptions since the event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed no evidence of power on resets. No damage was found to the returned battery cap or the battery compartment. The battery cap secured tightly to the pump; the yellow o-ring was not visible. No power interruptions were duplicated when the pump was exercised for 24 hours with the returned battery cap. No battery cap connection defects were noted. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. The pump cover was removed; no evidence of internal moisture or damage was found to the power circuit or battery flex. The reported complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.